Event description:
It was reported via repair work order that the brakes were not holding due to the brake adjuster being out of adjustment and the brake cam needing lubrication. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.